Event description:
As reported by the study, during a 3 years follow-up after percutaneous coronary intervention (pci), it was learned the patient died of an aneurysm approximately two years later. It was not a sudden death and not cardiac per the patient's wife. Additional details are not currently available.

Manufacturer narrative:
This patient was randomized to the cypher arm of the study. Pre-procedure medications included aspirin and heparin. Intra-procedure medications included clopidogrel, heparin and reopro. Pci was first performed on a totally occluded lesion in the proximal right coronary artery of 12mm in length in a 3.5mm vessel diameter. The (b2) concentric lesion was characterized with a smooth contour. The 3.5x18mm cypher stent was deployed at 20 atmospheres (atm) by direct stenting with satisfactory results. Thrombin inhibition in myocardial infarction (timi) 0 flow was recorded pre-procedure but timi iii flow was restored post-procedure. Pci was performed next on a lesion in the mid left anterior descending artery (lad) of 13mm in length in a 3.0mm vessel diameter with no major side involvement moderate tortuousity of the proximal segment. The (b2) eccentric lesion was characterized with a smooth contour. The 3.0x13mm cypher stent was deployed at 12 atm with satisfying results. Post-procedure cardiac enzymes were as follows: ck 9.13, ck-mb 1 and troponin 19.5. Post-procedure medications included clopidogrel and aspirin for 6 months as well as beta-blockers for an unspecified period. At the 1-month follow-up, the patient had no anginal complaints. Ongoing medications included clopidogrel, and beta-blockers. At the 6-month follow-up, the patient continued to have no anginal complaints. Ongoing medications included clopidogrel, and beta-blockers. At the 1-year follow-up interval, the patient had no anginal complaints. Ongoing medications included clopidogrel, and beta-blockers. Please note that this device is not distributed in the united states. However, it is similar to the us distributed. It is also not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt. This is one of two devices associated with the reported event that were submitted under the following manufacturing numbers 9616099-2008-00417 and 9616099-2008-00418.